Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the flare was detached and the catheter was slightly kinked in the extreme of the strain relief. The handle cannula is in good condition. Evidence of the flare manufacturing process was present on the catheter. Functional testing could not be performed due to the flare detachment. The complaint was confirmed, the flare detached; this condition does not allow the device to be actuated. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the colon during an emr (endoscopic mucosal resection) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the first lesion was resected with no issue. A second resection was attempted but the wire loop failed to extend. The physician operated the handle to resolve the issue but the snare still failed to extend. The device was removed from the scope and rotating knob was noted to be detached from the outer sheath. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the colon during an emr (endoscopic mucosal resection) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the first lesion was resected with no issue. A second resection was attempted but the wire loop failed to extend. The physician operated the handle to resolve the issue but the snare still failed to extend. The device was removed from the scope and rotating knob was noted to be detached from the outer sheath. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.